Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. It was found that the device set screw was in the connector bore. Concomitant product: 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that during initial implantable cardioverter defibrillator (ICD) implant, the physician was unable to engage the set screw on the right atrial (ra) port and could not tighten it in contact with the lead tip. Multiple wrenches were used, and a new setscrew was attempted to be inserted, but the ICD was not used, and a different ICD was implanted during the procedure. No patient complications have been reported as a result of this event.